Event description:
During a meniscus repair using a fast-fix 360 curved ndl delivery system, it was reported that the device bent very easily during deployment and the second implant didn't come out. Follow up information received on (B)(6) 2013 indicated that there was a delay of 3 or 4 minutes during the case. After ¿t2¿ didn't deploy, both ¿t1¿ and ¿t2¿ were removed. The procedure was completed with another of the same device.

Manufacturer narrative:
No product returned for evaluation. Evaluation, method: no product returned for evaluation. As no devices were returned, an evaluation could not be performed. Review of the device history record was performed and confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. It could not be determined what may have caused the user to experience the reported incident. No further investigation can be performed at this time. In the event samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).